Event description:
It was reported that this patient received an inappropriate electric shock from this cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of the right atrial (ra) lead signal by the right ventricular (rv) lead. Subsequently, this patient passed out. Technical services (ts) analyzed device episode data and provided troubleshooting including recommending a chest x-ray to confirm lead position as well as placing a magnet over the device to program tachy therapy off. The rv lead was explanted and replaced while this crt-d device remains in place. No additional adverse patient effects were reported.